Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late, capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, capsular contracture baker grade IV, double capsule, inflammation/irritation, and bleeding.

Event description:
Healthcare professional reported seroma-late, rupture, double capsule and capsular contracture baker grade IV. Additionally healthcare professional reported patient experienced the event of ¿fibrotic pseudo capsula with leakage inflammatory unspecific and hemorrhagic signs. Absence of histopathologic signs of malignity¿. This relates to left side. Device has been explanted.

Event description:
Healthcare professional reported seroma-late, rupture, double capsule and capsular contracture baker grade IV. Additionally healthcare professional reported patient experienced the event of ¿fibrotic pseudo capsula with leakage inflammatory unspecific and hemorrhagic signs. Absence of histopathologic signs of malignity¿. This relates to left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a deformation, brown particles in the surface of the shell, flat crease, wear abrasion, and weight to the specification. No openings were observed on the device. Clouds and voids in the gel were observed after the autoclave process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported seroma-late, rupture, double capsule and capsular contracture baker grade IV. Additionally, healthcare professional reported by a biopsy: patient experienced the event of ¿fibrotic pseudo capsula with leakage inflammatory unspecific and hemorragic signs. Absence of histopatologic signs of malignity¿. This relates to left side. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6.